Event description:
It was reported that during the implant procedure, the patient went into Atrial Fibrillation (AF)/Atrial Flutter. The rest of the procedure proceeded normally. It was noted that anticoagulants had been stopped 36 hours before the procedure and it was checked that there were no thrombus/clot into the atria. Later in the evening, the patient had a mild stroke and lost part of their ability to speak. The day after, the patient recovered almost 100% of the ability to speak and there were no further aftereffects. The patient was discharged the next day. The Extravascular Implantable Cardioverter Defibrillator (EV-ICD) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID EV240163 (EVL019413V); Product Type: 3325-LEAD-HV-EV; Implant Date (B)(6) 2026 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.